Manufacturer narrative:
Pump was received with flashing white display and audio/beep/vibrate. Unable to perform the displacement test and self-test due to flashing white display. Pump was cut open to perform visual inspection and found no moisture damage on the electronics assembly, motor, vibrator. Swapping out test boards confirms flashing white display is isolated to pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Pump was received with flashing white display, audio/beep/vibrate is isolated to pcba1 confirmed. Missing or damage display window cover not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was flashing a white display and a crack to the bottom right corner of the screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for damage, and the customer reported that the display window cover was damaged and the functionality was affected. Troubleshooting was performed for display issues, and the customer reported that the flashing white display with red notifications light while beeping. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested, and customer's response was the device will be returned.